Event description:
It was reported that the ilet user experienced a low blood glucose of 54 mg/dl after a meal that was smaller than what was announced and subsequent physical activity. The user treated the episode with oral glucose tablets and orange juice. No device problem was alleged, and the event was associated with user procedure factors. Symptoms included hypoglycemia with muscle weakness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to meal sizing and activity, and an improper or incorrect method, with relevance to the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.